Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced syncopal event and presented in the emergency room. Upon interrogation, the pulse generator exhibited intermittent loss of output. No intervention was reported. No additional information was available.